Event description:
It was reported that insulin gauge on pump displayed amount different than expected, with pump showing lower fill estimates than caller believed were in cartridge. There was no reported impact to the customer¿s blood glucose level. Customer confirmed proper cartridge preparation, reloaded same cartridge with guidance from technical support, delivered test bolus while disconnected to update insulin estimate, and after discrepancy persisted, chose to continue using current cartridge and was advised to follow up if needed.